Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an out of range lead impedance on the lv lead was observed. Lv capture threshold had also increased to the max. Isometrics and deep breathing to try and replicate the lead issue in clinic was suggested. Programming changes were made and the impedance and capture were normal. The patient is stable. It was also noted that the patient has a condition of heart failure. Lead remains implanted.